Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which was detected through the remote monitoring system. Additional information was received indicating that the clinic contacted this patient but was unsuccessful, thus, no further information could be obtained. The system remains in service. No adverse patient effects were reported.